Event description:
Related manufacturer reference number: 2017865-2023-24792. It was reported that the patient presented for a follow-up in clinic. Transmission revealed that that the pacemaker exhibited noise due to electromagnetic interference and the right ventricular lead exhibited noise oversensing. The pacemaker was explanted and replaced. The lead was capped and replaced on (B)(6) 2023. The patient was stable.